Event description:
In 2009, the patient underwent elevate anterior repair, sacrocolpopexy and obtryx sling without complication for pelvic prolapse, cystocele and stress incontinence. Approximately 10 months later, the patient presented for pinnacle repair of enterocele (occurring after one of the legs of the elevate system pulled loose from the sacrospinous ligament) and exicision of exposed mesh from the previous procedure. Two days post-op, the patient's pain had improved and was discharged home.